Event description:
The lumen of the catheter broke off inside the pt and had to be surgically removed.

Manufacturer narrative:
The initial visual examination of the device under 3x magnification showed that there were signs of a short elongated area on the lumen of the catheter, just distal to the catheter hub. This deformation of the catheter lumen at the point of the break appears to be due to a sharp squeezing force applied to the lumen sidewalls. After the visual examination a test was designed to simulate the possible failure mode on 10 sterilized samples. The catheters were exposed to lodophor pvp solution daily for 10 days. On the 11th day the catheters were conditioned to 37 degrees celsius and a tensile test was performed on the sample catheters. None of the 10 test samples exhibited reduced physical characteristics due to the eio sterilization, lodophor pvp treatment or temperature conditioning. Although the engineering dept was unable to reproduce the failure mode co believes that the failure was consistent with our original observation, a sharp object being compressed against the lumen sidewall in conjunction with opposing distal and proximal force being applied on the catheter lumen. The customer has been sent a copy of the directions for use for the femoral catheter. The directions for use are included in the labeling that goes into this kit. Co is submitting a copy of these directions for use with this final report with the applicabe sections highlighted.